Event description:
The end user alleges he was driving his powerchair down a ramp when the brakes gave way causing him to go off the side of the ramp. End user sustained a fractured femur in his right leg.

Manufacturer narrative:
Device is not available for evaluation at this time. Conclusions: cannot draw any conclusions at this time. Info received suggests that the unit was not being maintained by the end user. Caller alleges they were trying to get the unit serviced for two years but did not do so. It is unclear why the unit was not serviced/maintained. A follow-up report will be submitted if pride is able to evaluate the unit at a later date.